Event description:
It was reported that the patient had pump implanted in (B)(6) 2004. It was noted that the medication was switched back and forth between fentanyl and morphine. It was reported that the pump was explanted and when they took the old pump out they said it was because it was ready to die, due to normal battery depletion. It was noted that the patient did not think the pump was explanted due to normal battery depletion. It was reported that the patient felt that the pump was explanted due to insurance reasons. It was noted that the patient became disabled, applied for disability, lost their premium insurance, so ¿they took the old pump stating it was going to die¿. It was reported that the patient¿s old pump was used to infuse fentanyl and morphine, type unknown. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the "pump was exchanged per the patient for end of life right about four years time". The replacement was reportedly done and the reason the patient called the manufacturer was reportedly to inquire as to the life of the new pumps and what to expect.